Event description:
The scrub tech cut her hand on cement vial upon opening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.